Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assemblies, corroded motor home switch and corroded keypad traces. The insulin pump had cracked case at the display window corners, broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen and the pump does not respond. Customer's blood glucose was 112 mg/dl at the time of incident. Troubleshooting found that the pump is cracked in 2 places on the corners of the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.